Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2022 and barbed suture was used. During wound closure a 2-0 stratafix suture broke. Due to the nature of the barbed suture and the direction of the surgeon, closure was suspended. Pa removed the 2-0 and 0 stratafix, as well the 0 vicryl from the wound. Wound closure was resumed utilizing 0 vicryl, 2-0 vicryl, 3-0 monocryl and 3-0 nylon. This added approximately 20 minutes to the case. Suture actually broke when patient was about 2/3 of the way closed. It was reported that the suture broke somewhere near the end. A suture pass was made and when pulled out, it broke. Minimal tension applied. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Was the post-operative care changed due to this event? Please specify. What in the physicians opinion was the cause of the suture breakage? Will the actual sample be returned for evaluation? Are any representative samples available for evaluation? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - stratafix¿. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 ¿g /m. This medwatch report is in response to receipt of a voluntary medwatch report: (B)(4).

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 09/02/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.